Event description:
The customer reported that 12,840 ventilators stopped cycling on a patient. These incidents occurred over the last six months but were just reported to us. No patient harmed or injury as a result of the events. No additional information could be obtained as customer did not track which ventilators were used on which patients.